Event description:
It was reported to philips that wireless foot switch cannot be turned on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and confirmed that the wireless foot switch could not be turned on. During troubleshooting, the fse discovered that the battery indicator displayed green, but the footswitch does not function. The cause of the failure of wireless footswitch was determined to be battery failure in the supplier part analysis. The footswitch would not function without being connected to the power cord. To resolve the issue, the fse replaced the wireless footswitch. After replacement, the system was restored to good operating order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a battery issue in the wireless footswitch and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it, and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the battery issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.